Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) photo was provided for evaluation. Visual examination of the photo determined that the item# is 490104. Additionally, the photo provided indicated that the "piece of plastic" is actually the flow restrictor and is intended to be present in this device as seen in the IFU and drawing. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that a small white substance which looks to be a plastic piece was lodged within primary pump tubing set. No injury reported.